Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported foreign matter had been formed throughout the abdominal cavity catheter, and it was removed in one mass. It was stated that since the product was a half-shunt, a part of the abdominal cavity catheter for which the formation of the foreign matter was confirmed was cut, and the procedure was performed by replacing it with another catheter. The valve and ventricular catheter were in continuous use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the issue was found by the patient¿s allergy symptoms. The patient did not have an allergy to silicon/ barium based in the examination at the hospital.